Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was investigated in our laboratory in melsungen, germany: 1. Results: 1.1 a visual inspection was performed. The cover caps on the screw pillars and the seal on the lower housing were intact. 1.2 a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. 1.3 the device history files were read out and analysed. Because no day of occurrence was mentioned in the complaint, the last possible therapy which matched the mentioned settings, was analysed. Two matching therapies could be found (vtbi 250ml and time 3 hours) on (B)(6) 2021. In none of both therapies, malfunctions, anomalies or errors could be found. The vtbi (250ml) and the time (3 hours) were set. The device then calculated a rate of 83,34ml/h. The infusion finished with the message "vtbi done" and both therapies lasted 3 hours. 1.4 the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore, the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matched the required values and standards. All measured values were within our specification. 1.5 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -1,71%. 1.6 to investigate the inside of the device, the device was completely disassembled. No damages or liquid residues could be found inside. 2. Judgment: 2.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operated within our specification. No product deviation.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to be sent for an examination and root cause analysis in our service laboratory in (B)(4). A follow-up report will be provided as soon as results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "overinfusion". A 3 hour infusion went through in 1 hour. The incident did not cause harm to any patient or staff member. The incident was as follows. IV ciclopsorin was programmed to be administered over 3 hours but after 1 hour the bag had run dry and the pump monitor was still showing the infusion had 1 hour and 53 minutes to go. The patient was monitored regularly and medical advice was sought but no problems occurred as a result of the infusion having been given over 1 hour instead of 3. The member of staff who programmed the infusion had not primed the line with the infusion but with saline. The line used was a single giving set. They did programme the volume in first and calculated the rate from this but can't remember the rate of infusion. They report that they programmed 250 ml as the volume to be infused. "